Event description:
It was reported the customer had no delivery alarms on five different infusion sets. Troubleshooting found the insulin pump did not pass the fixed prime test as a no delivery alarm occurred after. The insulin pump also alarmed no delivery on a fixed prime test with another infusion set. Customer's insulin pump will be replaced. The customer's blood glucose was 250 mg/dl. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.